Event description:
The site reported the following: after opening an avanta syringe kit and upon inspection of the syringe, a foreign material was noticed in the syringe.

Manufacturer narrative:
Bayer r and I quality assurance product analysis received and examined the returned syringe from lot number 141818 and identified the presence of a particle near the syringe tip. The particle measured approximately 3mm in length by 1 mm in width. The close proximity of the fluid path and particle composition indicate that the particle could migrate and separate into the fluid path; therefore, potential injection into the patient exists. The syringe kit instructions for use (IFU) instructs the use to "visually inspect contents and packages before each use". This visual inspection ensures particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is obtained, a follow-up report will be submitted.